Manufacturer narrative:
Device evaluation follow-up #2 submitted 03/17/2016: the device was returned to animas and evaluated by product analysis on (B)(4) 2016 with the following results: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. No alarms occurred during testing. The black box begins on (B)(6) 2016. Due to continuous use of the pump the bb data/histories/prime history for the event date have been overwritten. The daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient experienced elevated blood glucose (bg) over 250mg/dl but under 500mg/dl with symptoms of increased thirst, extreme drowsiness, and headache associated with power loss. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinues insulin pump therapy. Customer technical support reviewed the pump with the reporter. The reporter noted that there was a "replace battery" alarm prior to the power loss and that the battery cap was able to be secured properly to the pump. During troubleshooting, the reporter was advised to change the battery, and the pump powered on appropriately. There was no indication of a pump malfunction. This complaint is being reporter based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Upon review of the complaint record, the alleged issue was deemed to be a training/misuse issue, not a power issue as previously reported. The reporter stated the patient had a blood glucose (bg) of 584 mg/dl today at school. Per review of pump history, patient was not priming tubing or filling cannula with the appropriate amount recommended for the ifs, and was only changing the ifs every 5-6 days.